Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient underwent uneventful ilasik on both eyes on (B)(6) 2014. Patient presented at 1 day post treatment with diffuse lamellar keratitis (dlk) in the right eye. Steroids were increased and patient was seen on (B)(6) 2014 and it was noticed the dlk increased surgeon decided to lift and irrigate right eye. No further information has been provided.